Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that device did not infuse any of the fluorouracil. There was a delay in patient¿s treatment. Per reporter no alarms were noted. Air detector was off. Upstream sensor was on. Per reporter no additional information is available. No adverse patient effects were reported.